Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient interface was disconnected from the es server. A technical support specialist restarted the server to resolve the issue and confirmed that interface reconnected to the es server and messages are being received and processed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, patient interface was disconnected from the es server showing pyxis error as patient data may not be current and there was a 53-hour 13-minute patient interface delay noticed. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in issuing medication to the patient. There were no adverse events or injuries reported based on this event.